Manufacturer narrative:
(B)(4). Collapsed isolator. Analysis summary: the hand piece was found to have a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.

Event description:
It was reported that the handpiece was broken. No further info was available.